Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely with the implantable cardioverter defibrillator exhibiting non-sustained right ventricular oversensing. Upon examination of the episode, it was determined to be caused by post paced t wave oversensing. The episode was noted to be an isolated event that occurred all in one day. Therefore, no programming changes were recommended at this time. There were no adverse consequences to the patient.